Event description:
It was reported that two (2) ozark cervical plate system screw drivers have been observed as 'stripped over time'. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report is for the first screw driver.

Event description:
It was reported that two (2) ozark cervical plate system screw drivers have been observed as 'stripped over time'. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report is for the first screw driver.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Complaint history records were reviewed for this lot, and no similar complaints were identified. As the device was not available for evaluation, the failure mode could not be confirmed, and a root cause could not be established conclusively.